Event description:
While using a byte night aligner, the patient experienced swelling of the eyes and face. Patient stopped wearing aligners for weekend; after swelling went down they tried aligners again and next morning awoke facial swelling and difficulty breathing. Patient seen doctor, a sensitivity profile was run; patient found to be reactive to materials in aligners and whitener that were used in therapy. Doctor advised patient to discontinue use aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.